Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used for lung malignant tumor. Activation was started with antenna, but temperature error occurred immediately after the activation started. The saline was checked, and it was at room temperature. To specify which one of the antennas and the generator was the cause, a new antenna was used and its activation was checked, and it could be activated without problem. After that, a new antenna was used, and this time the error "antenna not detected" occurred simultaneously when powering on. Connected the first antenna for a trial, and the error "antenna not detected" also occurred. Because the generator was not stable, rf ablation was decided to be performed according to the doctor's judgment. Reoperation was required due to the issue and the surgical time was also extended. The generator was sent to tsc for investigation. The tumor seemed to be ablated, but complications (hemothorax) occurred and at present the patient was under observation.